Event description:
While a field service engineer (fse) was at a customer's site troubleshooting an unrelated issue, he discovered platelet (plt) aperture vote outs (non-numeric results) on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not reported and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse discovered worn sweepflow lines (tubing), which were causing the plt aperture vote outs. The fse replaced the sweepflow lines to resolve the issue. The repairs were verified per established service procedures. (B)(4).